Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that when attempting to power the device on, it reboots on it's own. In this state, the device would be inoperative. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device rebooting by itself was confirmed. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the cough assist valve.

Manufacturer narrative:
Corrected information for initial medwatch report: section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: vocsn, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).